Event description:
It was reported that (1) device was used during a laparoscopic cholecystectomy. It was reported by the rep that the surgeon said that the clips from the er320 (from a vdc10 flex tray), were not closing completely. The surgeon used another er320 instrument to complete the case. There was no consequence to the pt.